Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, it was reported that the first cuff was too large, scope shows no coaptation. The aus was explanted and replaced. There is no additional information reported.